Event description:
Pt called lfs in 2004 and alleged that their meter would not power on while inserting a test strip into the meter. It does power on, however, when pressing the "m" button, it is not known how long the meter would not work for the pt. No harm or injury was alleged. The issue was not resolved with troubleshooting. Based on the info provided, the meter did malfunction, however, there is no evidence that the meter contributed to a serious injury. The pt is being sent a new meter, test strips, and control solution.